Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No product lot number was reported therefore no qualification record review could be performed. The omnipod's user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The pt reported that the device was activated on (B)(6) 2012 at 11:08 pm. At 1:39 am on (B)(6) 2012 her blood glucose measured 335 mg/dl. She took 3 units of insulin by manual injection. At 8:44 am her bg was 225 mg/dl; she took .75 unit by bolus. At 11:11 am she was eating about 11 grams of carbohydrate and took a meal bolus of 1.2 units. At 12:41 and again at 1:17 pm her bg result read "high" (>500 mg/dl) and she was feeling bad. She started correcting with manual injections after the 12:41 test. She went to her doctor who sent her immediately to the ER where they measured her bg as greater than 600 mg/dl. She was given IV fluids but no insulin drip. When she left the ER her bg was 468 mg/dl. The device was accidentally discarded.